Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter when compared to an unknown laboratory method. On (B)(6) 2023 the patient had meter results of 6.0 inr, 5.9 inr, and 5.8 inr while the laboratory result was 7.6 inr. The time difference between the test measurements was within 4 hours. The nurse reported receiving an unknown error on the meter. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
The coagucheck xs meter serial number was (B)(6) . The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. On the call, the reporter stated receiving error 5. Error messages are designed as fail-safes to prevent the device from producing a result when certain operating conditions are met.